Event description:
Report received of fluid dripping out of the alaris pump module onto the floor during a secondary infusion of antibiotics. The administration set was changed out and the infusion restarted without incident. No patient harm reported. No additional information was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. Exp date: between 12/01/2012 and 01/01/2013. MFR date: between 12/30/2009 and 01/07/2010. Product evaluated and customer's experience of administration set leaking inside an alaris pump module was confirmed. During functional testing of the set, leaking was observed from a tear in the silicone tubing near the lower fitment. The root cause of the tear was not identified. The lot number was not identified. Based on the smartsite laser number, the manufacturing database was reviewed; no quality issues were noted during production build period of this model for the failure mode reported.